Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier had a tip bent and it would not release the clip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the issue was first identified when attempting to apply and release the clip. The instrument would not release the clip. The customer eventually was able to get the clip applier to release and the procedure was completed with their other clip applier with no harm to the patient.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Further investigation confirmed additional observations. There were no issues with the clips attaching to the instrument or clamping. The instrument was fully functional. Additionally, the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.